Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4) a third party service technician evaluated the device and was able to verify the reported issue. As a resolution, the oxygen blender was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the fio2 (fraction of inspired oxygen) of the lap top ventilator 1200 is at 100% but only puts out 90%. At this time, there is no information regarding patient involvement associated with the reported event.